Event description:
Boston scientific received information that during routine patient follow-up, this pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,500 ohms. The setting was automatically changed from bipolar by safety switch to unipolar configuration. Additional information indicated that the cause of high oor pli was not conclusively determined. Likewise, lead fracture was not confirmed as both x-ray and visual inspection did not reveal any anomalies. Pacing system analyzer (psa) testing was not performed. The lead was surgically abandoned in the patient with a new lead implanted in place. The device is no longer in service and was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.